Manufacturer narrative:
(B)(4)

Event description:
The surgeon inserted a icm125v4 12.5mm implantable collamer lens on (B)(6) 2011 and the lens was removed due to excessive vault. The lens was exchanged for a shorter icl and this resolved the problem.